Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. There was no reported impact to the customer¿s blood glucose level. A replacement cartridge was sent, pump was replaced, while customer declined to share backup therapy details.